Manufacturer narrative:
Investigation summary: it was reported that prior to sterile compounding a pharmacy technician noticed drops of liquid on the tip of the syringes. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show a 30ml syringe with what appears to be an excess of silicone on the rubber stopper. The photos also show the packaging blister top web. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. The silicone in the syringe is medical grade and is added to the barrel and rubber stopper to help move the plunger rod down and up. A device history record review was completed for provided material number 302832, lot number 0078462. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 30ml ll s/c 56 had foreign matter on the tip of the syringe. The following information was provided by the initial reporter: material no: 302832 batch no: 0078462.   It was reported that prior to sterile compounding in the ynhch pharmacy, pharmacy technician noticed drops of liquid on the tip of the syringes.